Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged and cracked resulting in difficulties charging the pump. Reportedly, the customer declined follow up from tandem technical support so further information was not able to be obtained.